Manufacturer narrative:
The returned scs-ipg-r (sc-1110-02 sn (B)(6) was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg was in hibernation and was charged fully. A review of the system data log confirmed that the low charge current, likely caused by device migration or orientation-issue. The battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics. The probable cause selected is no problem detected.

Event description:
It was reported that the patients ipg was not holding a charge. The physician determined that the pocket site was too deep which caused the some of charging issues. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was augmented. The patient was doing well post operatively. The explanted ipg will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge. The physician determined that the pocket site was too deep which caused the some of charging issues. The patient underwent a revision procedure wherein the ipg was replaced and the pocket site was augmented. The patient was doing well post operatively. The explanted ipg will be returned.